Event description:
During use for a cardiopulmonary bypass procedure, the roller pump being used for arterial circulation unexpectedly stopped. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not begun.